Event description:
Information provided states that the tip of the tap broke off into the pedicle. The surgeon tried to extract the broken piece resulting in a delay in the case. The fragment of the instrument was unable to be removed and remains in the patient.